Event description:
I used renu with moisture loc contact lens solution from approx 12/04 until 07/03/05, when I developed severe eye infection in my right eye. I have been having on-going treatment ever since then. In the beginning it was a daily visit to my dr, 50 miles round trip. My right eye has very blurred vision and I will be having a cornea transplant in 09/06. I have terrible pain in the eye and this problem has taken a toll on my nerves.